Event description:
Information was received that reported a patient was hospitalized, and since recovered from an episode of diabetic ketoacidosis. Upon removal of the insulin administration set, it was discovered that the cannula was kinked. The pump was not reported to have given any alarms or alerts. The pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated, the infusion set or insulin cartridge were not returned. Delivery and accuracy test were performed, the device was found to pass all delivery and accuracy tests. The pump's occlusion sensor was tested and was found to be in specification. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.